Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111, 4109 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown biomet implant. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. Potential failure modes as per the rmf rm-00057-haz and rm-00053-haz, hazardous situation, and harm as documented in the complaint are referenced in the risk assessment summary. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is inadequate treatment planning, misunderstood or overlooked instructions for use, abutment is designed wider than the implant platform width, thread design (e.g. Minor diameter designed too wide or wrong pitch) of screw is inadequate (e.g. Incompatible with implant and/or abutment threads, damages screw thread and also clinician damages implant seating surface (e.g. Raised areas on seating surface of implant, scratches) . No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.e

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the dental screw loosened and was tightened.